Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump was only visible on the right side of the screen as well as having a big black blotch on the screen. Advised customer the pump will need to be replaced. Advised customer to revert to back up plan. The insulin pump will be returned for analysis.